Event description:
It was reported that throughout a 1 hour operation, the unit went to standby by itself every 5 to 8 minutes. It was further reported that a staff member had to manually turn the unit back on every time it went to standby mode. This continued until the operation was completed. It was further reported that a co rep looked at the unit after the operation and cleaned the sensor. The rep operated the unit and noted that it still would go to standby after approx 10 minutes. This event occurred while using different light cables.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.